Event description:
Follow-up report received from abbott international affiliate (abbott canada) states: "the pump was actually delivering heparin to the pt and not tpa as previously indicated. The heparin bag contained 25,00ui per 500ml. The pump was programmed to deliver 20ml/hour. The incident was noticed by the nurse who was checking on the pt, she noticed that the fluid was just running into the pt. She suspects that the pt received several hundred mls before the pmp was disconnected. The nurse also mentioned that there were no adverse events as a result of the overdelivery of heparin. The pt was also receiving tpa concomitantly and this is the reason for the initial confusion. This is all the information that the nurse was able to provide pertaining to this incident."